Manufacturer narrative:
Evaluation: method = device return anticipated, but not yet received. Additional manufacturer narrative: device evaluation and edwards investigation will be reported once completed.

Event description:
It was reported that an edwards aortic bioprothesis was explanted after an implant duration of approximately 11 years, due to calcification. The (B)(6) 2000, implant operative report of the subject valve indicates no complications, patient was transferred to ICU hemodynamically stable. The explant operative report indicates patient diagnosed with calcified prosthetic aortic valve. Also states, " this (B)(6) lady in 2000 had an aortic valve and has had progressive stenosis particularly over the last year, we found the left and right commissure fused. It was calcified, leaflets had no leaks but the valve was peculiar and that it looked pretty good except that it was calcified. This was removed another 21 was put in. Post op tee showed no leaks the patient is known to have an elevated ptt. She has been seen by [specialist] in the past, nothing specific, the blood that she oozed today and she is still oozing."

Manufacturer narrative:
X-ray. Evaluation summary: the received valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins, calcification was minimal to moderate at leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3mm. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Host tissue was moderate to heavy at the stent inflow and moderate at the stent outflow. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant, in addition to moderate host tissue overgrowth (pannus). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The available information suggests no device quality deficiency during manufacturing that may have caused or contributed to this event.